Event description:
Additional information received from the healthcare professional reported that the MRI was not able to be performed due to rods in the spine. The cause of the pain in the left buttocks was unknown, but the patient no longer had pain relief from the implant. The actions taken to resolve the pain in the left buttock included the removal of the spinal cord stimulator.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
A patient implanted for spinal pain reported last week they were "squeeging" the shower door and something popped in their back and shot clear up their spine. The patient stood up and suddenly had pain up the left buttock to the battery, and since then the pain had worsened. The pain was in the hip moving towards the implantable neurostimulator (ins) location and was painful to recharge. The patient had turned stimulation off and the pain continued. As of (B)(6) the patient stated they had contacted their implanting healthcare provider (hcp) who wanted them to meet with the manufacturer's representative (rep). The patient wanted to know if she could have an MRI, but was unable to connect with the ins with the external equipment because it was too painful to have the recharger on the implant. It was reviewed with the patient the implant would need to be charged to connect. The patient was going to contact the rep. For a trickle charge. It was further noted the patient was having an MRI to evaluate their current situation and a loose lead wire. No interventions or outcome were reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent. Refer to manufacturing report #6000153-2016-00077 and #3004209178-2016-00334.